Manufacturer narrative:
Lot review: suspect lot# 3314279 showed that (B)(4) units were manufactured, tested, inspected and released in september 2016, citing no exception documents.

Event description:
Complaint received regarding one ch3034, 5" (13 cm) bag spike adapter w/spiros® w/red cap, vented cap; lot# is unknown. Report states: after about 90 mins the nurse noticed that the drug was leaking out from the bottom of the spiros/luer lock end of the ch3034 and therefore stopped the infusion (this had finished too). As they have not kept the product we unfortunately can't be 100% where the leak was coming from. No adverse patient consequences reported.